Manufacturer narrative:
Compromised for sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Advised to discontinue use of the insulin pump. No additional information was provided.